Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 378 mg/dl on their blood glucose meter. The consumer bolused an unk amount of insulin based on that result. Subsequently, the consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer does not have any control solution. It is unk if the consumer does test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter will be returned for eval. The test strips were used up by consumer.